Event description:
Overdelivery reported. The pump was set to infuse morphine 1 mg/ml, pca dose of 4 mg with a 60 min lockout interval and a 16 mg 4 hr limit. After set up, the pt requested one bolus dose. The nurse observed the pump to register a dose of 5.5 mg, and there were 5.5 ml gone from the vial. There had been no loading dose given. The pump was discontinued after the one dose was administered. The pt did not experience any adverse effects.